Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a resolute onyx drug eluting stent was implanted in the lad. On the same day post procedure, patient suffered refractory pulmonary edema and was treated with medication and CPR. Patient expired (non-sudden cardiac death). Investigator assessed that event is not related to the study device and unlikely related to the antiplatelet.

Manufacturer narrative:
Cec adjudicated that the event was a cardiac death. Anterior wall mi was reported. If information is provided in the future, a supplemental report will be issued.